Event description:
On two occasions, the device was noted to reset itself for unclear reasons. Based on recommendations from the manufacturer of the biventricular ICD(medtronic corporation), the patient was referred for explantation of this failing device and implantation of a similarmodel.